Event description:
It was further report that approximately three weeks before the replacement procedure, the lead was reprogrammed to unipolar.

Event description:
It was reported that the right atrial lead had noise. The noise was able to be reproduced with isometric movement. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).